Event description:
During evaluation of the home choice device an increased intraperitoneal volume event was found in the event logs that occurred on (B)(6) 2010 during cycle 1, drain volume 4673 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. The device passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the pal. Review of the returned device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 1 when the device user drained out 4673ml, which was 187% of the fill volume of 2500 ml and met iipv criteria. The device was found to meet functional specifications relative to the iipv identified via device log review. The assignable cause of the iipv found in the logs was determined to be: insufficient drain; false empty detect and use error, inappropriate bypass of the low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).